Event description:
It was reported that 1 pen ndl 31g 8mm needle broke off. The following information was provided by the initial reporter : the customer reported that the needle broke inside the skin and then it fell out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-25. Investigation summary: sixty two sealed 31g x 8mm pen needle samples were returned from lot. No. 0043804, cat. No. 320674. Visual examination was carried out on thirty samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 31g 8mm needle broke off. The following information was provided by the initial reporter: the customer reported that the needle broke inside the skin and then it fell out.